Event description:
It was reported that the patient presented to the clinic with episodes of non-sustained right ventricular oversensing (nsrvo). Upon review, the episode was triggered by loss of capture on the right ventricular (rv) lead. Episodes of noise signals were also observed on the near field channel and is suspected to be due to a debuting lead damage. It was recommended to perform provocative test to verify possible lead damage. Programming changes were completed, and the lead will be monitored for potential reintervention. There is no adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).